Manufacturer narrative:
Multiple attempts were made to try to obtain further information about this case, but no response was received from the customer.

Event description:
Philips received a complaint from the customer reporting an unspecified blower issue occurred on the v60 ventilator. The device usage at the time of the reported event was not provided. There was no report of harm or patient impact. The device did not meet specification for intended use and was removed from service. A philips remote service engineer (rse) evaluated the issue with the biomedical engineer (bme) and confirmed the reported issue. The bme reported the blower was non-operational and was subsequently replaced. The investigation is ongoing.